Event description:
It was reported the 512sa was used during a laparoscopic cholecystectomy. It was reported there was leaking through the housing s-valve when introducing 5mm devices through the port. The case was completed with the device. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49611. Device-b. Date sent: 12/07/1998. D5; h4: info not available. H6: the instrument was leak tested and leakage occurred with the one seal attached, but no leakage occurred without the one seal. The device may leak with a one seal attached and no device place through the reducer, due to the pressure from the one seal allowing the s-valve to open. Endopath 12mm trocar obturator & housing assembly: it was concluded that the instruments were leaking, making the instruments non-functional. The instruments wer rec'd in good physical condition, with no anomalies observed. The sleeve housing or 512dh portion of the instrument was returned, the sleeve or obturator were not returned and the batch numbers could not be determined. There was a piece of foreign matter which impeded the "s" shaped valve from closing properly. The piece of foreign matter appeared to be tissue. The instrument was leak tested and leakage occurred with and without the one seal attached, due to dried body fluids and particulate on the s-valve. The instrument was leak tested and leakage occurred with the one seal attached, but no leakage occurred wihtout the one seal. The device may leak with a one seal attached and no device place through the reducer, due to the pressure from the one seal allowing the s-valve to open. Note: also returned with the complaint devices were two one seals, which were in good physical condition, with no anomalies observed.